Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). One (1) photograph depicting the location of the air in line was provided for evaluation. A visual evaluation was performed on the photograph and it was noted that air was in tubing directly under universal spike area. Based on the results, the reported defect of air in line was confirmed. Although the reported defect was confirmed, without the actual sample, the exact root cause was not determined. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: the patient reports that the pump alarmed during use with zosyn and other medications throughout the night, disrupting his sleep and the clinician identified adsorption microbubble formation. No injury reported.